Manufacturer narrative:
Unit was received with battery cap and found missing battery cap contact. Unit passed the displacement and self-test. Battery was removed and no pump error 23 occurred during testing. P-cap was attached and locked in place properly. Unit was successfully downloaded using thump for history files and traces. Pump error 23 and pump error 15 and pump error 4 occurred on 06/03/2024 06:51 in history files. Pump was cut open to perform visual inspection and found evidence of moisture damage on electronic stack and force sensor. The following were noted during visual inspection: corroded battery tube, battery tube threads cracked, cracked case, scratched case, cracked keypad overlay, missing display window cover, stained keypad overlay, cracked case (battery tube), cracked case corner of belt clip rails, pillowing keypad overlay, faded serial label, battery cap contact missing. Pump error 23 is not confirmed. Pump error 15 is confirmed due to being found in history file and due to software anomaly. Pump error 4 is confirmed due to being found in history file and is a consequence of pump error 15. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 23- post-reset ram crc alarm. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed and the customer was able to clear error and complete rewind process. The error wasn't immediately after battery change no harm requiring medical intervention was reported. The customer would discontinue the use of the device. Mmt-1885 was requested and customer response was the device will be returned.